Event description:
Customer called to report that the unicel dxc 600 synchron system generated two erroneously low glucose cartridge results on the same patient, which were noticed when compared to a point-of-care device, sent to another laboratory, and run on a non-beckman coulter, inc. Analyzer. The first sample, which was run on a point-of-care device, generated a result of 95 milligrams per deciliter (mg/dl), whereas the dxc instrument generated a result of 19 mg/dl; this result was not amended and the physician did not question the result. The second sample was drawn 5 hours later, and the point-of-care device generated a result of 95 mg/dl. The sample was then run on another point-of-care device, which generated a result of 100 mg/dl. The dxc instrument generated a result of 21 mg/dl. The sample was then sent to another laboratory, where it was run on a non-beckman coulter, inc. Instrument, which generated a result of 69 mg/dl. On the day prior, the glucose result for this patient on the dxc instrument was 54 mg/dl. The laboratory reported out the 19 mg/dl result, and based on that low result, patient was given d5w, a glucose water in vitro drip. Customer and the nursing staff confirmed that patient responded well to the treatment; therefore, there was no affect to patient health. Customer believes this was a sample specific event; therefore, a service visit was not scheduled or requested. Customer was asked to return the sample in question to beckman coulter, inc. For further investigation. Customer indicated that there was very little sample left, but would try to send what was remaining.

Manufacturer narrative:
Upon further investigation, the list of patient's prescribed medications were reviewed, and it was concluded that there was no specific interference noted with this glucose assay methodology. The root cause of the low glucose results for patient could not be determined. Customer is still in agreement that the low results were to due to a patient specific sample event. Customer was contacted with the investigational results. The sample was never sent to beckman coulter, inc. For testing. (B)(4).